Event description:
During a laparascopic gatric banding, the juncture between handle and shaft came apart after use. A backup instrument was not available. Tried to make due with needleholder - functioned intermittently. Surgery prolonged 40minutes.